Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 231 mg/dl. Troubleshooting was performed, and the programming on the insulin pump was correct. The prime and high pressure tests passed. It was reported that the customer has been wearing his infusion sets for four days at a time. The customer's nurse stated that she will continue to work with him regarding his infusion set usage. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.